Event description:
Consumer e-mailed stating two brushes fell apart. She now had four parts: a stem, a brush and two metal pins. No injury was reported.

Manufacturer narrative:
18-jul-2018 product investigation results: the reporter returned toothbrush head on 17-jul-2018. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer e-mailed stating two brushes fell apart. She now had four parts: a stem, a brush and two metal pins. No injury was reported.